Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer's father called in regards to high blood glucose and bent cannula. Customer's blood glucose at the time of the incident was 514 mg/dl. Customer was hospitalized as a result of the high blood glucose levels. Customer's father advised that customer changed the infusion set 4 different times and each time believed that the cannula was bent. Customer's father also advised they received a no delivery alarm only one time. Troubleshooting for the bent cannula was performed. Customer advised they have been inserting the cannula into different parts of the body. Customer was advised if the set is inserted in areas where scarred, hardened tissue, or stretch marks are present it may result in bent cannulas. Troubleshooting for the no delivery alarm was performed. Customer received no delivery alarm during a bolus attempt. Customer was advised to change out the complete infusion set and as a result the no delivery alarm was cleared. Customer was advised that the product would be replaced.